Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the left femoral artery in a 63-year-old female patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities and society for cardiovascular angiography and interventions (scai) shock stage were not reported. Additional pre-support therapies were not reported. Following implantation, femoral access-site bleeding/oozing was reported after the physician inadvertently removed the sheath prior to completion of suturing. Activated clotting time (act) was reported at 300 seconds. Due to persistent bleeding, surgical intervention was required to achieve hemostasis, and the patient received 4 units of blood products. The impella cp was subsequently explanted as part of management of the bleeding event. There were no reports of device alarms, malfunction, or performance issues. Based on the available information, the impella cp functioned as intended throughout support until it was explanted and the access site bleeding is likely attributable to not following device securement best practices, and elevated act in the presence of large bore arterial access. The patient survived through explant.